Event description:
As it was reported by the affiliate the crack in the luer hub was detected during prepping. The device was not used in the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.